Event description:
It was reported that there were 6 events where the nurse reported to the vascular access clinician that a needleless valve stick down had occurred. This file is for one event reported. There has been no report of patient harm as a result of the event.

Manufacturer narrative:
The customer¿s report of a needleless valve stick down was confirmed. Visual inspection found no anomalies during initial visual inspection. Functional testing of connecting and disconnecting the syringe from the received maxplus multiple times confirmed a stickdown or delayed return. The root cause of maxplus slow return/stickdown was a valve molding issue.

Manufacturer narrative:
Concomitant medical products: 2420-0500, 10 ml bd syringe lot 9018633,364902, curos caps. Patient demographics requested but not provided. The product was received and the investigation is pending. Results will be provided once the investigation is completed.

Event description:
It was reported that there were 6 events where the nurse reported to the vascular access clinician that a needleless valve stick down had occurred. This file is for one event reported. There has been no report of patient harm as a result of the event.